Event description:
Report received from an abbott affiliate of an overdelivery. The report indicated that a pt was receiving an infusion of morphine, at a concentration of 1 mg/ml in a continuous plus bolus mode. The pump was set at a delivery rate of 1 mg/hr, loading dose 3 mg, bolus dose 1 mg, 15 min lockout, and a 4-hour limit of 15mg. The container size was 60 mg. Reportedly, the infusion began in 2003 at 11:23, until next day 17:38 at which time the infusion was complete with 55 mg infused. The reporter indicated that the infusion should have completed on at approximately 23:18. It was reported that a nurse added 40 ml of morphine into the container at an unspecified time, between 17:48 and 17: 52 the next day. The reporter stated that the nurse failed to change the program. The pump gave an "almost empty alarm" at 20:42. The additional 40 ml of morphine had infused. The pt experienced somnolence, the pump was discontinued and the pt was monitored. There were no reported adverse pt sequelae.